Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lcx. Approximately 4 months post index procedure prepyloric antral ulcers occurred, which were then reported as gi bleed. Patient was on dapt ( aspiring and clopidogrel) at the time of the event. The patient was treated with medication and recovered with treatment. The investigator assessed the event as not related to the index device but definitely related to the antiplatelet medication.